Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval code method was added. Additional codes. The annex f code was changed. Product analysis: the suspect valve was discarded, and; therefore, a product analysis could not be completed. Additionally, the patient¿s executive summary was not provided for anatomical review and the fluoroscopic inspection of the valve load was not provided, thus medtronic was unable to validate a good load. However, procedural images including one static image and one media file were submitted to medtronic for review. Imaging showed one recapture was performed due to implant depth and an infold occurred after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow portion of the valve frame. Infolding can occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded; new sterile components must be used as was the case in this event. Corrected data: the initial medwatch was submitted reporting an implant and explant date; however, valve implant was attempted with two deployments and ultimately the valve was recaptured within the dcs and the dcs was withdrawn from the patient. Let this supplemental report reflect this was not an implant/explant case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced nurse. No misload was reported during loading as visual, tactile inspection and fluoroscopic loading checked showed a good load. A pre-implant balloon dilatation was performed with a 25 mm non-complaint balloon. The valve implant was attempted but the implant depth was too high and was recaptured. During the second deployment attempt, an infold was visible. Per the physician, the patient's calcium on the annulus with an oversizing percentage of 28 may have contributed to the infold. The valve and delivery catheter system (dcs) were retrieved from the patient and replaced with new devices. Subsequently a new valve was implanted. Additional information was received to report a procedural delay of approximately ten minutes occurred due to the withdrawl of the dcs and loaded valve and loading of a new valve and system.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced nurse. No misload was reported during loading as visual, tactile inspection and fluoroscopic loading checked showed a good load. A pre-implant balloon dilatation was performed with a 25 mm non-complaint balloon. The valve implant was attempted but the implant depth was too high and was recaptured. During the second deployment attempt, an infold was visible. Per the physician, the patient's calcium on the annulus with an oversizing percentage of 28 may have contributed to the infold. The valve and delivery catheter system (dcs) were retrieved from the patient and replaced with new devices. Subsequently a new valve was implanted.